Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on the keypad traces. All currents were within specifications. No battery out limit, frozen screen or audio anomaly observed during analysis. Cracks to the display window, battery tube threads and reservoir tube lip noted.

Event description:
Customer reported that the insulin pump was alarming and had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.